Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; torn material; unintended movement. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens and noted the lens went into the eye upside down. The lens tore while be removed during the same surgery. There was no patient injury and the backup lens was implanted with no problem.